Event description:
It was reported that the ilet displayed three dashes in place of the blood glucose reading due to a temporary signal loss from the dexcom g7 cgm, and the value returned during the call after connection was reestablished. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no interruption of therapy beyond transient data unavailability and no hospitalization. Investigation included remote troubleshooting and user education regarding temporary connection losses between the cgm and the ilet. Investigation of this case revealed transient communication loss with the cgm sensor-transmitter, with device function restored once the signal resumed, and no hardware malfunction of the ilet was identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication loss between the cgm and the ilet.